Event description:
The customer contact reported that the device was able to be programmed while the lockout switch was in the locked position. The device was returned to the biomedical department with an unsigned note that stated, "broken cannot use." No tracking info was provided; therefore, specific pt info or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device was able to be programmed while the lockout switch was in the locked position. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.